Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks which resulted in therapy exhaustion. The inappropriate therapy was due to functional undersensing of noise and low amplitude measurements. The patient had lost weight and the device was found to be floating around under the patient's arm. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after receiving inappropriate shocks which resulted in therapy exhaustion. The inappropriate therapy was due to functional undersensing of noise and low amplitude measurements. The patient had lost weight and the device was found to be floating around under the patient's arm. The system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.